Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the malfunction occurred due to mechanical problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1.: (facility name): (B)(6). E2/e3: information was asked. But, unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that during a therapeutic endoscopic submucosal dissection (esd) procedure. The doctor was unable to release the detachable snare. Reportedly, the doctor cut the handle, removed the endoscope. And used a loop cutter to cut the remaining detachable snare. And completed the operation with a less than 30 minute delay. There were no reports of patient harm.